Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Notified customer and they will order new board and repair device. The manufacturer¿s field service engineer (fse) stated he was informed by the customer that he would order the new part and install it himself. It is unknown what parts were replaced or if it was repaired. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failed pvt ( performance verification test) pressure accuracy test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.